Manufacturer narrative:
Pump passed displacement test, prime/compromised force sensor system test, excessive no delivery test and self test. Unable to confirm motor error alarm and unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. The motor was tested outside of the device and passed. Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. No moisture damage on electronics and motor assembly noted.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 159 mg/dl at the time of incident. Customer stated that the insulin pump was not able to rewind. Drive support cap was normal. The insulin pump will be returned for analysis.